Event description:
It was reported to medtronic minimed that the customer experienced pump error 53 (software error detected), pump faulty and also experienced loss of communication between pump to transmitter. The customer reported no adverse event. The event involved product(s) mmt-1884. Trouble shooting was performed. Customer reported a loss of communication between the transmitter and the pump. Transmitter serial number was not in the manage devices screen. The customer was assisted with pairing the transmitter to the pump but transmitter was not fully charged. Customer was advised to fully charge transmitter. Customer reported receiving a pump error 53. Customer was able to clear the error and complete rewind if requested. No harm requiring medical intervention was reported. It was unknown whether the customer will continue to use the insulin pump or not. No product return is required for mmt-1884.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The unit was able to pass the following tests: displacement test and self-test. Pump communicated and calibrated properly with test guardian link transmitter. Successfully downloaded history files and traces using thump. No pump error 53 occurred during testing. Pump error 53 was present in history download on (B)(6) 2024 22:26--22:36 file number=(B)(4)., line number=(B)(4).. P-cap was tested and locked into place properly. Pump was cut to perform visual inspection and found evidence of no physical or moisture damage on the following: electronic assembly, motor, or force sensor. The following were noted during visual inspection: scratched case, pillowing keypad overlay. Pump error 53 was confirmed due hardware anomaly. Cosmetic damage is confirmed at the unspecified area. No communication to transmitter is not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.